Event description:
The reporter indicated that during the implant surgery, after the induction of anesthesia, the pt became profoundly hypothermic and bradycardic. The procedure was aborted. The caused of the event was likely due to the effects of the anesthesia.